Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer healing collar was returned for inspection. The device shows signs of wear consistent with use, and the threads on the shank are noted to be compressed and damaged at the engaging surface. Functional testing noted that the device no longer seats with a mating in house implant due to this damage. The device is therefore considered to be malfunctioned. However the reported event stating that the healing collar loosened cannot be verified with the information provided. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The device is therefore considered to be malfunctioned. However the reported event stating that the healing collar loosened cannot be verified with the information provided. The complaint is related to the functional performance of the device. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. A singular root cause could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hc333 healing abutment loosened and came out at the general dentist's office. They were unable to place it back in the patients mouth as it just kept spinning. The abutment was consequently replaced it with another abutment.